Event description:
It was reported the pacemaker-dependent patient was undergoing a system revision to replace the recalled device. During the operation, the physician used a surgical grip to extract the device out of the pocket. The device suddenly stopped pacing, causing the patient to go into cardiac arrest. The patient had a cardiac massage and an isuprel injection to make his heart beat again. The device was replaced. It was noted the device was not interrogable. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.